Event description:
Customer reported a high voltage value. While on site, service engineer inspected the unit and observed some smell of argon fluoride gas. During this visit, a staff nurse reported she had a sore throat for which she had sought treatment and was given medication for asthma like symptoms, which have since involved. Add'l info has been requested.

Manufacturer narrative:
During the on site investigation, the service tech detected some smell of argon fluoride gas. The gas leakage point was found coming from the laser head. The service tech replaced the laser head and performed preventive maintenance. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).